Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 489 mg/dl at the time of incident and the current blood glucose level was 152 mg/dl. Customer declined to troubleshoot as she knows what the cause of the high blood glucose was and that the sets were bent. Customer was treated with the bolus. Customer stated alarm did not occur during manual prime and resolved by infusion set change. The insulin pump will not returned for analysis.